Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and performed bicarbonate buffer test. Solution test and sensor failed per spec. There was no isig readings detected. Checked lab transmitter for proper use and operation using tool t7706, and transmitter passed per spec.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states they have received calibration errors and change sensor messages. The customer's blood glucose level at the time was 210mg/dl. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.